Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly stenosed lesion in the mid circumflex artery. Resistance advancing a 014 ht turntrac flex guide wire through the guiding catheter was felt and when the wire was removed it was noted that the wire was unraveled and the coils detached. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional inspections were performed. The reported guide wire separation and stretched coils were confirmed. The reported difficult to advance/position the through a guiding catheter was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, resistance was noted while advancing a 014 ht turntrac flex guide wire through the guiding catheter. It is likely that during advancement through the guiding catheter, the guide wire became damaged against the guiding catheter walls and/or other devices causing the difficulty to advance. Manipulation against resistance during retraction likely resulted in the tip solder and coil separation and stretches coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.: device code 1069 was removed.

Event description:
The following additional information was received: the tip coils and the solder ball of the guide wire were separated at the distal end of the center solder while inside the guiding catheter and were simply withdrawn as a unit. No part of guide wire was left in patient anatomy. No additional information was provided.